Event description:
Caller reported that pump battery would not charge, even after trying different wall adapters and a different charging cable. There was no adverse impact to customer's blood glucose level. Customer used multiple daily injections as a backup insulin therapy and was instructed by technical support to put the pump into storage mode and return it within 10 days for a replacement.